Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette the correct amount in various wells and did not give an error message. An ortho field service engineer was dispatched and noted improper tip take up. The fse replaced a plunger clamp, realigned the x-arm and calibrated the instrument. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03170-06.